Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device reached eos 7 months ago. It was noted that the device was off and no longer providing therapy. The patient stated that they need a new physician because their current one does not replace the device. Physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient sta ted that their ins was too close to their spinal cord which aggravates them when they are laying on it because it is too close to the spinal column. The patient was having a normal battery replacement due to a normal end of service (eos) being reached and would discuss the ins placement with their healthcare professional (hcp) when discussing the replacement surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient mentioned that their implant in their back was hard to reach, so they thought the hcp might be able to put it in their stomach. It was indicated that it was hard to reach since 2008(B)(6) (implant). It was also reported that the ins had migrated closer to their spine and it was uncomfortable when they laid down. The patient reiterated that their device was at eos and they wanted to know if their leads needed to be replaced in order to be MRI compatible, which had been reviewed with the patient in their previous call. It was again reviewed that it was only possible to be full body MRI compatible if the leads were MRI compatible as well. The patient requested information regarding the newest system. Information was reviewed, and the patient was redirected to follow-up with their healthcare provider to determine if it would be a good replacement. It was reported that hcp was asking for rep to meet with patient so they can decide about what to replace on the ins system. When asked the hcp said they did have concerns about the longevity of the system as the hcp was not sure if it was worth it to only replace the ins and whether they should not also replace the other components. Patient does not have an appointment yet, information was provided so they can contact the rep. No further patient symptoms or complications were reported in this event.